Event description:
It was reported that the wake button became unresponsive. The pump turned on when plugged into a power source and the customer was able to access the pump features. There was no impact to blood glucose. Reportedly, the customer had manual injections available as alternate insulin therapy.